Event description:
It was reported that an occlusion alarm occurred. System check was started by tandem technical support, however, the customer declined to complete the check. The customer resumed insulin delivery. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.